Event description:
The user facility reported that water sprayed out from the system 1e prefilter water assembly. The user facility shut off the water supply to the unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and observed the water to be cleaned up. The user facility stated to the steris technician that a small stream of water had sprayed out of the filter assembly and they were able to clean up the water with a couple of towels. The technician inspected the unit by removing the cosmetic plastic cover over the pre a&b filter assembly and observed an approximate one inch horizontal crack on the prea& b filter top. The technician replaced the prea&b filter tops and sumps, tested the unit by running a diagnostic and processing cycle and found the unit to be operational. Steris quality requested the housing back for evaluation however it was disposed of.